Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000905509a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 195-160 / lot: 000905509a, test base part number: 195-430wl / lot: 905509. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000905509a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to self-test user performance or the specific patient sample.

Event description:
The consumer reported a false negative test result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. The consumer reported experiencing the same symptoms as the previous time they had covid-19. No additional information, including type of symptoms, treatment, or outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative test result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. The consumer reported experiencing the same symptoms as the previous time they had covid-19. No additional information, including type of symptoms, treatment, or outcome, was provided.